Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon became stuck to a guide wire. The 90% stenosed target lesion was located in a moderately tortuous vessel below the knee. The coyote es otw 2mm x 20mm x 142cm balloon catheter was being advanced when the balloon became stuck to a non bsc guide wire. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the coyote es catheter was received with no original packaging and an unidentified guide wire. There was solidified contrast in the inflation lumen and the wire lumen. The tip of the catheter was bent. The guide wire was protruding 84 cm from the catheter hub. Gently pulling on the wire confirmed that the wire was stuck in the lumen of the catheter. The outer diameter of the wire was .0137" (measured with a calibrated laser micrometer), which is consistent with a .014" guide wire. The catheter was soaked in a bath of circulating water to attempt to loosen solidified contrast in the inflation lumen and wire lumen. The guide wire was withdrawn from the catheter without encountering any unusual resistance. The inner diameter (ID) of the wire lumen was measured with a calibrated pin gauge set and was within specification. Attempts to inflate the device to nominal pressure were unsuccessful, likely due to the presence of residual solidified contrast in the inflation lumen. Therefore, it was not possible to test wire movement with the device inflated. The catheter was locked-up on the guide wire in the as-received condition, confirming the reported catheter-guide wire interaction; however, it appears that this was attributable to the presence of solidified contrast in the wire lumen since the catheter was easily loaded over the guide wire after soaking the devices. The damage to the distal tip was not included in the reported information and appeared to be unrelated to the complaint event since this did not inhibit wire movement during functional testing. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon became stuck to a guide wire. The 90% stenosed target lesion was located in a moderately tortuous vessel below the knee. The coyote es otw 2mm x 20mm x 142cm balloon catheter was being advanced when the balloon became stuck to a non bsc guide wire. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.